Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an ECG fall-off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open connection in the cable connecting ECG "a" and the distribution node (dn). The root cause of the open connection could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open cable connection. The last pt to use this electrode belt did not report any deficiencies.